Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
The patient had an appointment on (B)(6) 2016 with a health care (hcp). The hcp made an adjustment and patient felt stim, then 5-7 days ago, patient's symptoms became significantly worse. Patient stated he called his hcp and was told to manufacturer. Patient has experienced a loss or change of therapy. The patient was not feeling stimulation while therapy was on. Patient reported seeing the new program detected screen with a number 4 in the diamond then got poor communication several times. Patient changed the batteries and was able to sync, he was on program 4 at 0.8 and stim was on. Patient was successful to increase to 1.0 on program 4 and he felt stim at that time, but after that, patient got poor communication several times. The patient was directed to repairs but patient would not be able call because they are at work at that time. The patient has another appointment in november. Patient will call back for further troubleshooting. Addition information reported 5 days later indicated that patient called back stating he was to call back to repair. Patient reported same issues. Further information reported 2 days later indicated that patient was assisted to increase stimulation from 0.8 to 1.0. Any higher was too uncomfortable. Patient had no other programs. Patient was advised to get other programs from the other pp put in to the new pp. Patient stated he has an appointment next week. Additional information reported on (B)(6) 2016 the device was not working, could not be reprogrammed. A new device was sent but has not fixed the problem. The symptom has not been resolved it was still very much in evidence. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device did not work. When in certain positions, he would feel a shooting pain through him. He stated that he has not tried different programs. The patient mentioned that he did not have a workable remote and he was sent a new one. He wanted to change programs with the remote but was encountering the pl message (programming lost). He also stated not getting any symptom control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.